Event description:
The customer reported that the generator self-activated, and the power setting reportedly increased by itself on the display as well as in the actual output.

Manufacturer narrative:
(B)(4). One used force fx8cs generator was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The reported condition was not confirmed.